Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device has been explanted. This record relates to the left side.

Event description:
Health professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on the posterior side assessed as unidentified (tear) opening (shell thickness within specification) and one opening in anterior side assessed as surgical damage. Additional observations: creases are observed as well as missing shell assessed as inconclusive.